Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a screw was placed in the patient's spine in a different position than desired with navigation involved, although according to the hospital/surgeon: the one screw not placed as intended with the aid of navigation was corrected in the very same surgery (with aid of navigation), and at the end of the surgery all screws were in their correct final positions as intended. The outcome of this surgery was successful as intended. There was no direct (or increased) risk to harm a critical structure by this deviating placement. There was no actual harm nor negative effect to the patient due to the deviating placement, nor due to the prolongation of the surgery/anesthesia by 20 min. There were further no remedial actions for the patient done, necessary or planned; there was no prolong of hospitalization either. H6: according to the results of the technical investigation and the information provided by the hospital, it can be concluded that the root cause for the approximate 8mm cranial/lateral deviation of the screw placement at right l3 is: a movement of the navigation reference array during the procedure after patient registration was performed and pilot holes were created (pilot holes were in intended position), due to not suitable rigid fixation by the user as required (poorly tightened joint where array connects to the reference clamp) and/or inadvertent forces applied to the reference array during the surgery. The user reportedly noticed the navigation reference array was moving after screw placement at l3. Movement of the reference array disrupts the coordinate system established during patient registration and causes a deviation between the registered pre-placement scan on which navigated instruments are tracked and the patient anatomy. This movement cannot be compensated by the navigation software. Apparently, the loosened array and resulting deviation between the registered patient image scans in the navigation display and the actual patient anatomy during the surgery was not recognized by the surgeon with the appropriate and necessary navigation accuracy verification throughout the surgery, before the screw was placed at right l3. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the lumbar spine (on (B)(6) 2023) for transforaminal lumbar interbody fusion (tlif) at l1-l3, due to a fracture at l2, with intended placement of 5 pedicle screws, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.0. During the procedure the surgeon: with the patient in prone position, performed incision and exposure, and attached the navigation reference array to the spinous process of l3. Acquired an intraoperative CT scan with automatic image registration of the current patient anatomy to the navigation, verified and accepted the accuracy of the registration to proceed. Planned screws intraoperatively (four 45mm screws for l1 and l3 bilaterally, and one 40mm screw for left l2) using the navigated pointer. Verified accuracy of the previously calibrated 3.2 mm drill guide. Prepared the pedicles (pilot holes) by drilling through the drill guide. Performed a single calibration for two non-brainlab screwdrivers (with 45 mm screw added), i.e. Calibrated one driver with the l-array, and added a l array to the other driver as well (without calibrating this one separately). Verified accuracy of both instruments on anatomical landmarks. Placed the screw at right l1 using the calibrated screwdriver, and at left l1 using the non-calibrated screwdriver (order unconfirmed, i.e. Whether right first then left, or vice versa). Placed the screw at right l3 using the calibrated screwdriver, and at left l3 using the non-calibrated screwdriver (order unconfirmed, i.e. Whether right first then left, or vice versa). After placement at (presumably right) l3, noticed the navigation reference array was moving, retightened the array, and verified registration accuracy before proceeding with screw placement . Recalibrated the screwdriver (with 40 mm screw attached) to navigation, verified accuracy of the instrument, and placed the screw at left l2. Acquired a verification scan (with automatic image registration) and detected that one screw at l3 was not placed as intended (image data show approx. 8mm cranial/lateral deviation of the screw at right l3). Verified and accepted the accuracy of the registration to proceed. Corrected (repositioned) the screw at right l3 after recalibrating the screwdriver (with the screw attached) to navigation acquired a verification scan which confirmed all screws were placed as intended . Placed rods and closed the patient. According to the hospital/surgeon: the one screw not placed as intended with the aid of navigation was corrected in the very same surgery (with aid of navigation), and at the end of the surgery all screws were in their correct final positions as intended. The outcome of this surgery was successful as intended. There was no direct (or increased) risk to harm a critical structure by this deviating placement. There was no actual harm nor negative effect to the patient due to the deviating placement, nor due to the prolongation of the surgery/anesthesia by 20 min. There were further no remedial actions for the patient done, necessary or planned; there was no prolong of hospitalization either.